Event description:
Additional information received indicated the device was explanted and replaced to resolve the event.

Event description:
During a follow-up in clinic, a loss of capture was noted on the device. The device is pending explant. The patient was stable.